Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), postoperative wound infection ('infection (other) describe: infection from the incision of the full hysterectomy),'), neuropathy peripheral ('neurological conditions or problems type: neuropathy') and genital haemorrhage ('gen. Abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify she did not undergo essure confirmation test.". The patient's concurrent conditions included lymphadenitis, costochondritis, herpes nos, uterine inflammation and uterine pain. Concomitant products included azithromycin since 2014, ibuprofen since 2016, levonorgestrel (mirena) from 2006 to 2012, mirabegron (myrbetriq) since (B)(6) 2016, paracetamol (tylenol), propranolol, sertraline from 1999 to 2018 and valaciclovir (valacyclovir) since 2017. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression, psych injury"), nausea ("nausea"), dumping syndrome ("gastrointestinal or digestive system condition type upper gastrointestinal dumping syndrome,") and gastrointestinal disorder ("gastrointestinal or digestive system condition type upper gastrointestinal dumping syndrome, gi conditions"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("full), abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding ( menorrhagia),"). In 2014, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary): tract infection (uti),"). In (B)(6)2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), neuropathy peripheral (seriousness criterion medically significant), bladder disorder ("bladder or urinary problems or changes, bladder issues") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2018, the patient experienced postoperative wound infection (seriousness criterion medically significant). In 2018, the patient experienced hernia ("other injury(ies) or complication please describe: hernia, complications during procedure i.e. Infections and hernia"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain"), vaginal discharge ("vaginal discharge"), anxiety ("psychological or psychiatric problems condition:anxiety"), bladder pain ("bladder pain"), vulvovaginal pain ("vaginal pain"), scar ("scar tissue"), dysuria ("dysuria") and genital haemorrhage (seriousness criterion medically significant) and was found to have precancerous cells present ("pre cancer cells"). The patient was treated with duloxetine, gabapentin, hydrocodone, propranolol hydrochloride (propranol), tizanidine and surgery (total hysterectomy (uterus and cervix removed)bilateral oopherectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, depression and anxiety was resolving and the postoperative wound infection, neuropathy peripheral, back pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, vaginal discharge, urinary tract infection, bladder disorder, urinary tract disorder, nausea, fatigue, dumping syndrome, gastrointestinal disorder, hernia, alopecia, bladder pain, vulvovaginal pain, scar, precancerous cells present, dysuria and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, bladder disorder, bladder pain, depression, dumping syndrome, dysmenorrhoea, dyspareunia, dysuria, fatigue, gastrointestinal disorder, genital haemorrhage, hernia, menorrhagia, nausea, neuropathy peripheral, pelvic pain, postoperative wound infection, precancerous cells present, scar, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received new event added genital bleeding. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), postoperative wound infection ('infection (other) describe: infection from the incision of the full hysterectomy),') and neuropathy peripheral ('neurological conditions or problems type: neuropathy') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify she did not undergo essure confirmation test.". The patient's concurrent conditions included lymphadenitis, costochondritis, herpes nos, uterine inflammation and uterine pain. Concomitant products included azithromycin since 2014, ibuprofen since 2016, levonorgestrel (mirena) from 2006 to 2012, mirabegron (myrbetriq) since (B)(6) 2016, paracetamol (tylenol), propranolol, sertraline from 1999 to 2018 and valaciclovir (valacyclovir) since 2017. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression,"), nausea ("nausea"), dumping syndrome ("gastrointestinal or digestive system condition type upper gastrointestinal dumping syndrome,") and gastrointestinal disorder ("gastrointestinal or digestive system condition type upper gastrointestinal dumping syndrome,"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("full), abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding ( menorrhagia),"). In 2014, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary): tract infection (uti),"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), neuropathy peripheral (seriousness criterion medically significant), bladder disorder ("bladder or urinary problems or changes, bladder issues") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2018, the patient experienced postoperative wound infection (seriousness criterion medically significant). In 2018, the patient experienced hernia ("other injury(ies) or complication please describe: hernia, complications during procedure i.e. Infections and hernia"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain"), vaginal discharge ("vaginal discharge"), anxiety ("psychological or psychiatric problems condition:anxiety"), bladder pain ("bladder pain"), vulvovaginal pain ("vaginal pain"), scar ("scar tissue") and dysuria ("dysuria") and was found to have precancerous cells present ("pre cancer cells"). The patient was treated with duloxetine, gabapentin, hydrocodone, propranolol hydrochloride (propranol), tizanidine and surgery (total hysterectomy (uterus and cervix removed)bilateral oopherectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, depression and anxiety was resolving and the postoperative wound infection, neuropathy peripheral, back pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, vaginal discharge, urinary tract infection, bladder disorder, urinary tract disorder, nausea, fatigue, dumping syndrome, gastrointestinal disorder, hernia, alopecia, bladder pain, vulvovaginal pain, scar, precancerous cells present and dysuria outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, bladder disorder, bladder pain, depression, dumping syndrome, dysmenorrhoea, dyspareunia, dysuria, fatigue, gastrointestinal disorder, hernia, menorrhagia, nausea, neuropathy peripheral, pelvic pain, postoperative wound infection, precancerous cells present, scar, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-aug-2019: pfs received: previous event ¿ injury nos¿ replaced by pelvic pain .new event added: vaginal hemorrhage, menorrhagia, urinary tract infection, infection from the incision, depression, anxiety, bladder disorder, urinary tract disorder, nausea, neuropathy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse, fatigue, upper gastrointestinal dumping syndrome, hernia, hair loss, abdominal pain, back pain, bladder pain, vaginal pain, scar tissue, precancerous cell, dysuria, vaginal discharge, device monitoring procedure not performed. Severity added for pelvic pain, abdominal pain, back pain, bladder pain and vaginal pain. Anxiety, depression , abdominal pain outcome added. Concomitant, treatment drugs, medical history and reporter information were added no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.